Manufacturer narrative:
Date of report: estimated. A visual and dimensional inspection were performed on the returned guide wire. The reported separation and peeling were confirmed. The reported failure to advance and difficulty to remove were unable to be confirmed as they were based on operation circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use to suggest a product quality issue. The investigation determined the reported failure to advance, difficulty to remove, material separation and peeling appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during advancement the guide wire encountered resistance with the heavily calcified and tight lesion resulting in the failure to advance and difficulty to remove. Manipulation against resistance caused the reported/noted polymer damages and the appearance of peeling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a percutaneous intervention was performed on the left superficial femoral artery (sfa), heavily calcified and tight lesion. The sfa lesion was accessed using a quick cross catheter and the ht command guidewire advanced through without issue. Once at the lesion, the ht command wire unable to fully cross the tight lesion due to anatomy. While removing the ht command wire, unusual resistance was noted with the anatomy/tight lesion with more force required to remove the command wire. Once the command wire was outside the anatomy, the hydrophilic coating was observed detaching and peeling from the device. The issue was suspected as due to the resistance with anatomy during removal. There was no coating observed or suspected in the patient. Another device was used in replacement without further issues reported. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.